Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the light guide lens could not be identified and the root cause of the issue could not be determined, as no additional event information was reported or is available. The event can be prevented/detected by following the instructions for use sections below: ¿the detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿. ¿prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis exera iii gastrointestinal videoscope had no air or water flow, and that the lens surface could not be cleaned. Upon inspection and testing of the returned unit, it was discovered that there was foreign material found inside the light guide lens. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was foreign material inside the light guide lens. The customer's originally reported issues of poor air/water flow and inability to clean the lens surface were not confirmed. The following additional findings were also noted: scope cylinder discoloration, air/water cylinder discoloration, and a scratch on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.